Manufacturer narrative:
This report is submitted september 24, 2018.

Event description:
Per the clinic, the patient experienced pain and developed a fistula at the implant site resulting in extrusion of the receiver/stimulator. Subsequently, the patient underwent revision surgery on (B)(6) 2018 to resolve the device exposure.